Event description:
Patient has a history of hypertension, hyperlipidemia and previous mi. Index procedure was prompted by unstable angina. During index procedure ((B)(6) 2016), the patient had 2 endeavor sprint drug eluting stents implanted in the rca and one endeavor sprint drug eluting stent implanted in the lad. Approximately 6 months later ((B)(6) 2016), the patient suffered a mi. Patient was treated with medication and has recovered. Investigator has indicated that the reported event was related to the study device. Investigator has indicated that the reported event was related to the study device.

Manufacturer narrative:
The patient recovered with treatment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient had a history of diabetes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.